Event description:
It is reported that visible air in sheath occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During insertion of the sheath into the patient body, air was detected in the sheath when the farawave catheter was being inserted into the faradrive sheath. The sheath was aspirated and air was observed inside the clear sheath. The sheath was replaced and procedure was completed with another of the same device. No patient complications were reported, and no air was observed on intracardiac echocardiography inside the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.